Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ short interval counts (sic). Beginning (B)(6) 2015, (B)(4) ventricular sic; ventricular oversensing-noise and high rate-non sustained episodes with evidence of lead noise oversensing. Analysis of the device memory indicated the right ventricular lead integrity alert. Analyst commented, rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate-non sustained episodes and sic greater than or equal to 30 in 3 days. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analyst commented, on (B)(6) 2015 rv pacing impedance spiked to 4047 ohms up from a trend in the 400-500 ohm range.

Event description:
It was reported that the right ventricular (rv) lead encountered non-sustained tachycardia episode and short v-v intervals. The lead remained in use, and was scheduled for revision. During the rv lead revision it was noted that the lead exhibited high impedance, and possible fracture. The rv lead was deactivated, replaced and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).